Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during percutaneous transluminal angioplasty procedure, a balloon rupture occurred. The target lesion was located in the superficial femoral artery. A 6.0 x 20, 75cm mustang balloon catheter was used to dilate the lesion. The balloon ruptured during first inflation at 6 atmospheres. There was no kink prior to use. The balloon was removed intact. The procedure was completed with another of the same device. No patient complications were reported and the patient status is good.